Event description:
The reporter stated that he did back to back blood glucose tests, within ten minutes of each other, using separate finger sticks. His results were 81, 97 and 130 mg/dl. He did not have any symptoms. On followup, the reporter said that he compares the confirmation dot to the color chart. He said he has a difficult time getting a sample due to callouses--the confirmation dot is not always evenly colored. The lifescan rep discussed suggestions for getting a good sample and trained the reporter on use of control solution. Due to unavailability of control solution at that time, no testing was done.